Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject presented with myocardial infraction and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the distal left circumflex (lcx) with 99% stenosis and was 12 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 16 mm promus premier stent. Following post-dilatation, the residual stenosis was noted to be 10%. Eleven days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed. It was further reported that the target lesion was located in the first obtuse marginal. Death certificate was not available for review, and autopsy was not performed.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject presented with myocardial infraction and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the distal left circumflex (lcx) with 99% stenosis and was 12 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 16 mm promus premier stent. Following post-dilatation, the residual stenosis was noted to be 10%. Eleven days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.